Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additionally, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient implanted with this pacemaker, and another manufacturer's right ventricular (rv) lead, presented to the emergency department due to syncope. Device check revealed high out of range pacing impedance measurements. The lead polarity was automatically switched from bipolar to unipolar. There was a concern the syncope may have been due to a possible lead fracture or oversensed noise with pacing inhibition while in unipolar. The device was reprogrammed to a fixed sensitivity and a future device check was planned. No additional adverse patient effects were reported.